Event description:
Insurance co rep. Reports a 19 yr old cp pt was being fed by the pump in his bedroom. A fire broke out in the house, possibly caused by the pump. Another child in the house suffered smoke inhalation and required treatment.

Manufacturer narrative:
This report was submitted by a co, who represents apria healthcare, supplier of the pump to the end user. The pump/charger has not been retrned for evaluation. MFR's records indicate that since the pump was sold to apria, servicing has been provided by and independent servicng co. On 09-01-96 the original charger was replaced. The fire occurred 25 days later. Without the actual pump, MFR is unable to determine a cause for the problem reported. MFR will reopen the complaint when additional information is available.